Event description:
The reporter indicated that pt fell and fractured her hip; she had hip surgery. The caller from the hosp was trying to check the pacer, which appears to have sensing problems; pacing and capture are ok. The reporter could not communicate with the device. The device is on the 1991 saftey alert.